Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was a steady rise in the pacing impedance of the right ventricular (rv) lead to a high value. Also, the threshold rose and the r waves diminished. The lead remains in use will continue to be closely monitored. No patient complications have been reported as a result of this event.